Event description:
The report stated that a patient sustained four quarter-sized thermal burns on his right thigh while undergoing left shoulder surgery. The patient reported that the system did not have an alarm - rem system to monitor pad to patient contact. It was also reported that the patient was in no apparent distress during the surgery. The right thigh anterolaterally shows some crythematous scabbed areas, one of them with some surrounding redness and yellow crusting. Treatment recorded as cephalexin 500 mg b.i.d. For 7 days and warm compresses.

Manufacturer narrative:
To date the incident devices have not been received for evaluation. Due to the length of time between the procedure and the report being made to valleylab, the pad has been discarded. The site has reported that the generator in use is rem equipped, and all of the generators at their site are thus equipped. The site has continued to use the incident generator since this surgery with no reported problems.